Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l46686, implanted: (B)(6) 1997, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen 4000 mcg/ml (dose 349.7 mcg/day) via an implanted pump (the type of baclofen and lot number were unknown). The patient¿s medical history included generalized osteoarthritis, depression, hypertension, sleep apnea, multiple sclerosis, and spastic gait. On (B)(6) 2015, the patient had a magnetic resonance imaging (MRI) and the pump did not recover from the stall until (B)(6) 2015 and the logs read ¿stopped pump period may exceed tube set.¿ the issue was identified due to symptoms and reading the logs. A catheter and dye study were done and the catheter showed to be intact and was easily aspirated. The patient was supplemented with oral baclofen as well as a catheter/dye study. The issue was resolved at the time of this report and the patient's status was "alive-no injury." Other medications the patient was taking at the time of the event included: oral baclofen, baclofen intrathecal, clobex, effexor xr, lescol, lisinopril, lunesta, lyrica, montelukast sodium, naltrexone, neurontin, nitrofurantoin monohyd macro, prevacid, provigil, savella, singulair, zetia. The patient had symptoms of arms and legs jerking that began 2-3 days after the MRI. The leg was ¿jumping¿ off the bed at night. The patient felt better after taking oral baclofen. Surgical intervention did not occur and was not planned. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received from a hcp. The motor stall occurred on 12:24 on (B)(6) 2015 with the stopped pump period may exceed tube set at 12:24 on (B)(6) 2015. The motor stall recovered at 09:55 on (B)(6) 2015. The type of baclofen delivered via the pump was compounded. The lot number was reported as "n/a". The pump was refilled on date (B)(6) 2015 using compounded medication from a (B)(6) pharmacy. The pump was again refiled on (B)(6) 2015 using compounded medication from (B)(6) health. Per the session data report of the pump interrogation performed (B)(6) 2015, the pump delivered baclofen 4000 mcg/ml in simple continuous infusion mode with a dose of 499.9 mcg/day. The pump was then reprogrammed on (B)(6) 2015 and the dose was decreased 30% to a new dose of 349.7 mcg/day. Per the session data report of the pump interrogation performed (B)(6) 2015, the pump was programmed to deliver simple continuous infusion mode (baclofen 4000 mcg/ml; dose 349.7 mcg/day as previously reported). The side port was accessed on (B)(6) 2015 and a priming bolus of the pump tube and catheter volume was programmed following the side port aspiration. During the aspiration, 2.4 mls of fluid was aspirated and discarded. On (B)(6) 2015, the pump was reprogrammed and the dose was increased 14%. The new dose was 399.7 mcg/day (simple continuous). The next refill was scheduled to occur on 3/9/2016 (since the drug needed to be changed from the reservoir every 6 months) and the baclofen concentration would be decreased to 2000 mcg/ml (40 ml drug volume) at that time.